Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 274 mg/dl. Prior to troubleshooting with tandem technical support, the infusion set supplies were changed to address the issue. A system check was performed with tandem technical support and cracks/damage were observed on the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.